Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that he was in the hospital with son and got their continuous glucose monitoring system. Customer left the hospital and after couple hours later the son received sensor errors. Troubleshooting was done. Customer's blood glucose was 98 mg/dl. It was found that the sensor was bent. Advised the customer the sensors would be replaced. No further assistance provided.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.